Event description:
It was reported that the device had a dim segment, door latch and iui latch. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a dim segment, door latch and iui latch. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 19jun2014 to present date 15jan2021, and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the device had a dim segment, door latch, and iui latch. No patient involvement.

Event description:
It was reported that the device had a dim segment, door latch and iui latch. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed pmc for failed preventive maintenance. Replaced dim u4 on display board and replaced 3rd party door latch assy. A review of the device history record for sn(B)(6) was performed from date of manufacture 06/19/2014 to present date 01/15/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the display board - dim u4 segment. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #1143616 dim u4 segment. CAPA #ca-2017-0187 3rd party door latch.